Manufacturer narrative:
A ge healthcare service representative found the unit rebooted failure. The on/off switch was replaced, and the unit was returned to service. No report of patient involvement. The date of device manufacture is currently unavailable.

Event description:
The hospital requested preventive maintenance for the ivent. The ge healthcare technician found the unit rebooted with on/off switch issue. There was no reported patient involvement.